Manufacturer narrative:
The investigation has been completed and the wake button issue was verified. Functional testing was performed and no failure was identified related to the high bg issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 281 mg/dl. Reportedly, the cause of the elevated bg level was not due to the pump or supplies. The customer stated that he just ate a meal prior to the call and he intentionally keeps his bg levels high while he is at work due to having a physical job that "tends to lower his bg's". The customer reported that he does not plan to take any further action in reducing his bg's. Additionally, it was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. The customer's blood glucose level was not impacted due to the wake button issue. Reportedly, customer will continue to use the pump for insulin therapy but also has insulin pens as back up if necessary.